Event description:
A vaxcel plus dialysis catheter was inserted for therapeutic purposes on an unknown date. It was reported the patient became severely infected with the cuff being left in and the physician needed to go back to remove the cuff at a later time. Attempts to ge additional information have been unsuccessful so far.